Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts), no additional information was provided. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.